Manufacturer narrative:
(B)(4). Batch # m54534. Additional information was requested and the following was obtained: did the device deliver any staples: no. If yes, were the staples formed properly: n/a. If yes, was the staple line complete: n/a. Did the device cut: no. If yes, was the cut line complete: n/a. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc: n/a. On which firing did this event occur (1st, 2nd, 12th, etc.): 1st. What color cartridge was being used: white. Were any unexpected noises heard, if so, when: no. How was the procedure completed: another stapler was opened. Was there any patient consequence or change in the post-operative care of the patient as a result of the event: not to my knowledge. The analysis found that one pse45a device was returned in good visual condition and with an ecr45w partially fired 1/10 cartridge loaded on the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with the returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a robotic prostatectomy procedure, the surgeon experienced an issue with the stapler. The surgeon was on the robotic console and the rnfa at the bedside operated the stapler. The surgeon stated to me that the rnfa, closed the stapler to fire on the dorsal venin complex. Once the stapler was articulated and closed, the stapler did not fire and would not open, according to the surgeon and rnfa. The rnfa stated to me that he did not utilize the reverse button or deploy the manual override in an attempt to remove the stapler from the tissue. The surgeon instructed the rnfa to remove the stapler from the tissue by pulling the stapler. According to the rnfa, the stapler was still articulated, so he had to remove the trocar to get the stapler out of the abdomen. There were no patient consequences reported.